Event description:
The patient underwent laparoscopic surgery for the removal of adhesions, hysterectomy and ovariectomy. Surgeon used plasmajet system (consisting of console (B)(4) and disposable handpiece) during the procedure. It was discovered during the procedure that the iliac artery was nicked. Patient required blood infusion and repair to the iliac artery and is reported with to have recovered satisfactorily. This event is believed to be technique related. No fault was reported in the plasmajet system or handpiece used. No trends have been identified with this incident. Plasma surgical is now closing the file on this event.

Manufacturer narrative:
There is no specific information available as to the specific console or handpiece involved in this event.